Event description:
It was reported that externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.